Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us. One used sample was received for investigation. A visual inspection was performed and it was observed that one part of the inflation line was stuck in the inflation channel, and the rest of the inflation line was detached. A manufacturing review was performed and no discrepancies were found. No root cause could be determined there was no evidence of a manufacturing error.

Event description:
It was reported that immidiately upon using the tracheal tube, the inflation line was disconnected from the base. No injury was reported.